Event description:
It was reported that following implant, the patient experienced therapy issues including overdose symptoms, and the pump was subsequently shut off. For the week after pump implant, the pump dose was "bumped" up a little each day to do the rehab following implant. The patient wanted the dose increased a lot to get more effects, and the hcp "listened to him and overdosed him and sent him home." The reporter, whom cared for the patient, indicated the implant took place on (B)(6) 2011. Following this and for the duration of pump therapy, the patient was sleeping all of the time, drooling, and had major behavioral changes. In addition, the pump was making the patient's walking worse as he was wobbly, the pump never worked for the patient, and the patient showed "zero positive outcomes from what he expected." The reporter indicated it had "been horrible the whole time he's had it." The reporter indicated that the hcp conceded stating the patient "probably was overdosed a little bit on the baclofen." The patient made several trips back and forth from home to the hcp's office following implant and discharge from rehab. The hcp would titrate the dose up and down repeatedly per the reporter. The reporter clarified that the patient was not overdosed at one time and in the hospital, but had overdose symptoms over time following the implant. The patient would go to the hcp's office every couple of weeks to have it turned down and "try to find where the magic number would be and they just never found it." Due to this, the patient was titrated down and off of the baclofen, and the pump was stopped. It was noted that the patient was not on oral baclofen as the patient couldn't tolerate that either. The hcp had the patient titrated down prior to shutting the pump off "going every three months and his prior dose per day was 24.03mcg/day." To the reporters knowledge, the hcp had shut the pump off completely on (B)(6) 2013 at 3pm, but the alarm started on the early morning on of report, which indicated the pump was not permanently shut off as the reporter had believed it to be. It was not clear what alarm was occurring, but it was believed to be an alarm which would sound 48 hours after the pump was stopped. The reporter planned to contact the hcp to discuss how to proceed as the patient no longer wanted therapy. The reporter indicated that there was no worry of withdrawal since the patient had been titrated down and off of baclofen. As of the report date the pump was "shut down" so there "should be nothing running through it." As far as the reporter understood, there was no saline running thru the pump and the pumping was just stopped/shut-off. The reporter indicated since the therapy/drug was weaned and stopped, the patient was doing much better, was "good", could walk with a walker, stand up straighter, was no longer drooling and was much better the last three months up to the date of report and the pump being shut off. The pump was used to deliver lioresal. It was later reported that two days later on (B)(6) 2013, that the alarm was still sounding on the pump. As of (B)(6) 2013, the alarm was critical and was going off every 10 minutes. They were not planning on seeing the hcp until the following day. The reporter indicated they would ask the hcp request the code to permanently shut the pump down the following day, putting it in a terminal state that would not ever alarm again. The reporter also indicated that when the patient initially started having therapy issues, the hcp told the patient "it had absolutely nothing to do with the pump" and that there were many other things, so it was "absolutely not from the baclofen pump." The hcp later conceded that they "overdosed him a little bit and turned it up too high and sent him home to where he wasn't able to be watched by doctors and nurses." The reporter noted dissatisfaction with the hcp. It was later reported by the hcp that the plan to was to permanently put the pump into an off state. Regarding therapy, the hcp only noted that the patient had been wanting the pump removed, so "we weaned him down to the lowest possible rate of 500mcg/ml concentration and just shut it off", and the alarm subsequently went off. The hcp planned to retrieve a code to put the pump into a permanent off state on (B)(6) 2013. The provider also indicated that the drug that the pump was used to deliver was specifically gablofen (baclofen). Additional information has been requested, but was not available as of the date of this report.

Event description:
The cause of this event was reported at ¿patient choice¿ as the patient opted to no longer want active treatment. The patient had elected to keep the pump implanted and the reporter confirmed the pump had been permanently shut off.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).